Manufacturer narrative:
A ge service representative performed an on site investigation. The isd board needs to be replaced. The repairs to be completed at a later time.

Event description:
The customer reported the workstation would alarm on boot up and then would shut down. There was no patient injury or death reported.